Manufacturer narrative:
Although no sample is being returned for evaluation, the investigation into this event is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted.

Event description:
As reported by navilyst medical's distributor in (B)(6), an indwelling PICC was removed and replaced due to hemolysis issues when blood was drawn. No patient complications were reported. The used catheter was discarded by the hospital.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2015 navilyst medical complaint report was reviewed for the product family xcela pasv PICC and the failure mode "hemolysis." No adverse trend was indicated. The end user's reported complaint description could not be confirmed, nor a root cause determined, given the nature of the hemolysis failure mode. No samples were returned for eval. Navilyst medical manufacturing process controls in place for this device include inspection of the disc in each pasv valve to determine it is of correct thickness and size, as well as verifying the that disc is properly slit before it is assembled into the valve housing. The disc is then verified to be centered and lying flat. Each pasv valve is 100% infusion and aspiration tested to ensure that the valve will open and close at the required pressures.